Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number and the explant date has been requested. Device labeling addresses the reported events of pain and spasm as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, cardio-spasms, chest pain, incision pain, abnormal healing, port site pain". Device labeling addresses the reported event of difficulty adding/ removing saline as follows: "it is important to remove any additional saline via the access port, so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Patient reported the event as: "I had a lap band... At the six week fill appt. The surgeon could not get the liquid out as the lap band had in his words was kinked. ...(the surgeon) said it was the only one ...(the surgeon) did that this had happened to. The night of course my diaphragm went into spasm and due to the pain had to go to emergency surgery to have it removed. Six weeks later ...(the surgeon) replaced it."